Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Replaced camera based on report of code seen in the past. Also, performed filament calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700 displayed an error code after 20 to 30 minutes of inactivity. There was no adverse patient involvement reported. There was no patient information reported.